Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient died due to unknown cause. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is additional information received from a physician. It was reported the patient did not have peritonitis at the time of death. On an unreported date the patient experienced fatal multi organ failure in context of sepsis with plasmacytoma. Treatment was not reported. It was reported an autopsy was not performed. The cause of death was reported as fatal multi organ failure in context of sepsis with plasmacytoma; therefore, our disposable product is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.